Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""the short-term clinical outcome of total hip arthroplasty using short metaphyseal loading femoral stem"" written by yoo wang choi, md, and sung-guk kim, md published by hip and pelvis hip pelvis 28(2): 82-89, 2016 http://dx.doi.org/10.5371/hp.2016.28.2.82 accepted by publisher 30 may 2016 was reviewed. The article's purpose: ""the purpose of this study was to retrospectively evaluate the short-term clinical and radiological outcomes of total hip arthroplasty (tha) with short metaphyseal loading femoral stem."" Data was compiled from 56 cases in 47 patients receiving a depuy proxima stem between april 2010 and december 2011. The average follow up was 4.6 years. Depuy products utilized: pinnacle cup, proxima stem, coc bearing surfaces the article reports on general adverse events and provides 1 patient identifier in radiographic imaging which is captured on a linked complaint. The article reports ""no revision..no heterotopic ossification..no osteolysis..no dislocation, ceramic crack or periprosthetic fracture in all hips."" The results in general were positive and had no negative functional impact to patient. The article focuses on performance of the stem." This complaint captures the patient in radiographic image of a (B)(6) female who experienced an intraoperative fracture and was treated with cerclage wiring and delayed weight bearing. No complications in this case.